Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system's door issue was due to latch fault. The field service engineer replaced the door latch, then tested and verified that the door was recovered. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system tower door failed. The customer stated that meds epinephrine not able to remove that caused half hour delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed due to component. A field service engineer replaced door latch to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system tower door failed. The customer stated that meds epinephrine not able to remove that caused half hour delay. There were no adverse events or injuries reported based on this incident.